Event description:
It was reported that during a cholecystectomy procedure, the surgeon started to put his hand in the device and the device fell apart. A piece of the device fell into the patient, but was retrieved. A second device was pulled and the same thing occurred. A third was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Torn iris seal. The analysis results found that the iris seal of the device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.